Manufacturer narrative:
The device in question was returned to the manufacturer and there were no defects found in this ventilator. We believe that the hospital's tank pressure input to the ventilator fell below 40 psi, which is the low end of our specified acceptable input pressure range. In extensive testing and observation, the reported device behaviour could only be duplicated by lowering test input pressure below 40 psi.

Event description:
See original user narrative / they initiated medwatch. # (B)(4). After a few minutes of use on an oxygen tank, ventilator alarmed and stopped the output flow. No patient injury.